Event description:
Weld was reported to be damaged. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
Weld was reported to be damaged. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the patient left side rail had a broken weld which did not prevent the side rail from latching up. The issue was resolved for the customer by replacing the litter top